Event description:
Ethicon endo-vascular 35 mm stapler atw 35 was used across the portal vein. An uncharacteristic "crunch" was heard as the instrument fired. The site was re-examined. Major blood loss occurred in conjunction with separation of staple line. After resuscitation efforts, pt expired. Death was pronounced at 1453.